Event description:
Reporter alleged obtaining a result of 158 mg/dl on the advantage system compared back to back with a result of 65 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated that he ate after the tests. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.